Event description:
The customer reported via phone call that the insulin pump was not delivering any insulin. The customer's blood glucose was 450 mg/dl. The customer confirmed that the issue did not result in a serious injury or hospitalization. Through troubleshooting, the customer explained that they did not experience any symptoms related to the high blood glucose. The customer treated the high blood glucose with a bolus. It was found that the drive support cap appeared normal and that there were no air bubbles present in the infusion set. The customer was advised to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer declined to remove the infusion set at the time of the call. The customer later experienced low blood glucose 60 mg/dl. The customer treated their blood glucose with juice and soda. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.